Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 30, 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was giving an "error 5" message. The reporter indicated that the alleged meter issue started in 2007, during the morning time. After the meter issue began, the pt developed symptoms of sweating, weakness, and nausea. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. The pt reportedly did not receive medical intervention from a health care provider. It was noted by the customer care advocate (cca) that an incorrect testing technique was being used. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt allegedly developed symptoms suggestive of hypoglycemia after the alleged "error 5" issue began.